Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was not reported. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with unknown antibiotics for peritonitis. At the time of this report, the patient was still in the hospital and has not recovered from the event of peritonitis. Physioneal and extraneal therapies were ongoing. Additional information was not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.